Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, post paced t-wave oversensing was noted on the device. Reprogramming was recommended but no intervention has been performed at this time. The patient was stable and will continue being monitored.